Event description:
Acct: pennsylvania heart + vascular d: caller provided device serial number. Noted that patient's rv and svc defib trends have been increasing over time. Noted that svc defib impedance has measured over 200 ohms several times. Asked for review r: reviewed impedance trends and noted that impedances have gradually risen over time. No jumps in either trend. Suspect some sort of calcification/mineralization of electrodes, or change in conduction. Noted that svc coil has been turned off since gen change, so svc impedance can effectively be ignored. Rv defib impedance trend has been steady, but slowly increasing. No indication of lead issue. Pacing impedance (ttc) has shown no signs of variation, and there are no short v-vs or episodes. No evidence for lead issue at the moment. Continue to monitor (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).